Manufacturer narrative:
This report is for one (1) unknown tibial nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tibial nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an expert tibial nail removal surgery due to pain. During surgery, one (1) extraction screw for tibial nail could not be connected to the nail. Another one (1) extraction screw for suprapatellar could be attached to the nail but it came off when the surgeon used a slide hammer. The surgeon tried several times and ended with the same result. The surgery was finished by removing only the locking screw and the nail was left in the patient's body. The surgeon stated it was not a problem due to the patient reported pain where the screw head was located. The procedure was successfully completed with a surgical delay of thirty (30) minutes. This (B)(4) captures intra-operative event occurred on (B)(6) 2018. (B)(4) captures post-operative pain that required revision surgery. This report is for one (1) unknown tibial nail. This is report 3 of 3 for (B)(4).